Manufacturer narrative:
Pc(B)(4). Date sent: 09/29/2020. Additional information was requested, and the following was received: the event states that 24 hrs. Post-op patient presented to the ER. Should this be or? Or were any staples visible during reoperation? If so, please describe shape. Didn¿t see any staples did the patient receive any preoperative chemotherapy or radiation? Unknown were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? Surgeon fired and is familiar with device where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes were there any issues with device use/firing? No what confirmation was received that the device completed the firing sequence? Green checkmark was the green checkmark visible at the end of the firing? Yes how many counter-clockwise revolutions of the adjusting knob were used to open the device? Two was there any difficulty removing the device? No was a complete transection of the white breakaway washer visually confirmed? Yes were the donuts inspected? If so, please describe. Yes were there any issues noted with staple formation? If so, please describe the shape and location. Not after firing was a leak test performed? If so, what type and what was the result? Yes was the staple line visualized endoscopically during the initial surgical procedure? Yes how was the leak identified? Post op and unknown what is the current patient status? Unknown

Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The event states that 24 hrs. Post-op patient presented to the ER. Should this be or? Were any staples visible during reoperation? If so, please describe shape. Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that twenty four hours post op to a sigmoid procedure the patient presented to the ER. Upon exploratory surgery it was discovered there were almost 'no staples' at the closure site. The doctor hand sewed to correct. The patient is doing fine.